Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a surgical procedure utilizing a knee system, the spring attached to the claw at the tip of a remover instrument broke intra-operatively. The reporter expressed concern that a damaged spring could remain in the body and requested a design improvement to prevent such damage. Attempts have been made, and no further information has been provided.